Event description:
One pt with ft4 results that don't fit clinical picture of pt. Initial ft4 result 29.5, repeat 24.8. Also reported initial tsh result of 0.67. Units of measure were not provided. No adverse event reported in association with incorrect results. If add'l info is rec'd, appropriate notification will be provided.